Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported that post a stenting treatment procedure the patient expired. The patient presented with stable angina and was referred for cardiac catheterization. The target lesion was located in the 70% stenosed mid left anterior descending artery (lad) with a length of 20mm and a reference vessel diameter of 3.0mm. The target lesion was predilated and then a 3.50x20mm promus element plus stent was deployed with 0% residual stenosis. The procedure was successfully completed and the patient was discharged the following day on asa and clopidogrel with an ejection fraction of 25%. Three days post index procedure; the patient had a sudden illness which led to death. No intervention was performed as the patient had died at home before the ambulance arrived. The cause of death is unknown.

Event description:
Adjudication indicates that stent thrombosis occurred.